Event description:
It was reported that the customer had a motor alarm occur with their insulin pump. Customers blood glucose level was reported at 130 mg/dl. The customer would not like to return the insulin pump for analysis. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.